Manufacturer narrative:
There was a second physician reported with this complaint. There were two hospitals and two implant dates also reported in this complaint but it does not specify which products and hospitals are related. (B)(6).

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.